Manufacturer narrative:
(B)(4). The device passed the homechoice rite functional test. The homechoice rite electrical test failed testing. An inspection was performed on the door post. This inspection revealed the door post screw was loose. The screw was tightened and main ground bus was measured. The reading is 0.01 ohms between door post to power entry module and all others ground resistance were in specifications. For the rite failure of ground bond resistance, the assignable cause was determined to be loose screw on the door post. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.